Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device stopped withholding for wavelet. The episode was treated and should not have been treated as the rhythm was supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.